Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Lead insulation defect or fracture is suspected by the health care professional (hcp), and troubleshooting to rule out lead impairment was recommended by technical services (ts). At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Lead fracture/insulation defect is suspected by the health care professional (hcp), and troubleshooting to rule out lead impairment was recommended by technical services (ts). At this time, this lead remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. Besides confirming the physician was provided the above recommendations made by ts, no further information is available. If information is provided in the future, a supplemental report will be issued.